Event description:
Boston scientific was informed that the pt was noted to have third degree heart block and tricuspid regurgitation. During the implant, the physician had difficulty implanting the rv lead, but was eventually able to do so. When implanting the ra lead the physician was unable to obtain good measurements. Immediately after placing the ra lead, the pt's chf worsened and they experienced a flash pulmonary edema. It was also noted that the pt's tricuspid regurgitation had dislodged the rv lead. It took three attempts to implant the rv lead with good numbers. The field rep. Stated that during the post-op check she was unable to obtain an atrial impedance. When the device was temporarily programmed with aai pacing, atrial pacing inhibition with atrial loss of capture were noted at 5.5 volts. A chest x-ray was taken, however fluid from the flash edema made it difficult to read. They were able to determine that the ra lead dislodged. The exact location of the lead was unable to be identified. The ra lead was abandoned when the device was programmed to vvi 60. It was noted that the rv threshold had decreased post-op to 2.1 volts at 0.4 ms. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. It is unclear if this is the ra or rv lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.